Manufacturer narrative:
Eval, method: device history record (DHR) performed. Results: DHR review showed that no similar issues were found during mfg or packaging processes of this lot. Conclusions: CAPA (B)(4) was opened to address the issue of staples not forming properly. If additional info is received on this complaint, a f/u report will be sent.

Event description:
The event is reported as: when the trigger was depressed, some resistance was felt and staples were not formed correctly during an orthopedic surgery. This event caused no harm to the pt. The procedure was continued using another visistat stapler.